Manufacturer narrative:
The delivery device was requested, but was not returned to bausch and lomb for eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that two at50ao crystalens iol's were inserted and removed intraoperatively due to lens tears. Two ci-28 delivery devices were used in the case, one for each lens. The incision was not enlarged, but sutures were used to close the wound. Another lens of same model was implanted successfully, and there were no reported postoperative sequelae. According to the surgeon the most likely cause of the event was loading error. This report is for the first delivery device. Please reference MDR#: 2031924-2012-00043 for the first iol, 2031924-2012-00044 for the second iol and 2031924-2012-00046 for the second delivery device.